Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the insulin pump. The customer's blood glucose reading was unknown. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer mentioned that the cannula was not bent. The customer stated that she has not changed anything since no delivery alarm. The pump will not be returned for analysis.